Event description:
It was reported to the MFR via user medwatch form that "during pre-ytrium embolization of cystic artery the microcoil became dislodged and migrated to a distal branch of the right hepatic artery. Attempts at retrieval were unsuccessful. No adverse outcome to pt." Follow up was performed and there was no reported issue with coil deployment and the coil remains implanted in the pt.